Event description:
A home patient (hp) contacted global technical services regarding a system error (se) 2240 alarm that occurred on the homechoice (hc) unit during drain 3 of 3. The hp stated she disconnected prior to the alarm and reconnected after the alarm. The technical service representative (tsr) assisted the hp to clear alarm and advised the hp to call the nurse (rn) regarding the incident and being connected. The tsr reviewed proper procedures per the user manual with the hp. On (B)(6) 2010 product surveillance spoke with the hp regarding this report. The hp stated she spoke with her rn and was placed on prophylactic antibiotics. The hp stated at the time of this report, she did not know that she should not reconnect. There was no patient injury or medical intervention reported. No further information is available.

Manufacturer narrative:
(B)(4). Incorrect latch, obturator inserted through the sleeve the analysis results found that the device was received with obturator inserted through the sleeve. As the latch was found to be non- functional, the obturator could not be removed from the sleeve. In addition, the lever of the stopcock was noted to be damaged. These findings are not related with the incident reported. Due to the returned condition of the device, no functional testing could be performed to evaluate the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a laparoscopic low anterior resection procedure, the pneumoperitoneum is not established with this product. Unk how case was completed. Surgery was prolonged one minute. There were no adverse consequences for the pt.

Manufacturer narrative:
(B)(4). Info anticipated, but unavailable at this time.